Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a 3.00x12mm nc emerge balloon catheter. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a 3.00x12mm nc emerge balloon catheter. There were no patient complications reported and the patient status was stable. It was further reported that the lesion was 70% stenosed and the balloon ruptured during second inflation.